Event description:
The ventilator shut down and alarmed after the backup battery depleted while in use on a patient. The customer reported there was no patient harm. Hospital staff reported that they fund the ac power cord was not fully seated into the back of the ventilator, causing the unit to switch to the backup battery. The backup battery functioned until it depleted causing the ventilator to shut down. The hospital staff reseated the power cord and the unit functioned properly.